Event description:
The surgeon reported via the territory sales manager that a (B)(6) male patient was required to undergo a revision of their left exeter stem due to a fracture which was sustained during a fall whilst the patient was at a supermarket. Following the fall, the patient presented with pain and underwent an x-ray, which confirmed that stem had fractured. The surgeon reported that the subject device was originally implanted during an earlier revision surgery of a non-stryker product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: visual inspection was performed as part of the material analysis report (mar). The v40 head was still affixed to the trunnion. The stem and the head were evaluated with the aid of a stereomicroscope at magnifications up to 50x. The fracture occurred at the neck of the stem through the prehension hole. Fracture originated approximately at the top corner of the prehension hole and propagated distally. The stem failed in fatigue as indicated by the macroscopic features found throughout the fracture surface (site ¿b¿). The stem contained explantation damage at multiple sites. The mar report concluded: the exeter stem fractured in fatigue with the approximate origin on the top corner of the prehension hole. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined. A review of the provided medical records and x-rays by a clinical consultant concluded that the acute fall as reported should be considered a more than adequate overload condition to cause the neck fracture and as such determine the patient-related principal cause of the neck fracture with a secondary procedure-related aspect with regard to x-mesh position probably causing impingement with fatigue accumulation in the stem neck consistent with the mar findings of fatigue fracture elements in the fractured neck. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the root cause of this event was most likely a combination of the trauma suffered by the patient as a result of a fall and impingement of the stem with the x-mesh, resulting in fatigue fracture. There is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported via the territory sales manager that a (B)(6) male patient was required to undergo a revision of their left exeter stem due to a fracture which was sustained during a fall whilst the patient was at a supermarket. Following the fall, the patient presented with pain and underwent an x-ray, which confirmed that stem had fractured. The surgeon reported that the subject device was originally implanted during an earlier revision surgery of a non-stryker product.